Manufacturer narrative:
(B) (4). (B) (4). The jostent graftmaster (part# 12744-12, lot# 567688) is being filed under a separate medwatch MFR number. The stent remains in the patient. Perforation is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (q.c.) Audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: perforation/active bleeding. Time of adverse event: during the procedure. It was reported that during a procedure within the proximal left anterior descending (lad) artery, a perforation occurred after implantation of a xience v stent. The physician attempted treatment of the perforation with a jostent graftmaster, but is was unable to pass the ostium of the lad due to calcification and tortuosity. The perforation was ultimately sealed with long balloon inflation with a non-abbott balloon. There is no reported patient sequelae. No additional information available.